Event description:
The plastic cap was removed from the regulator on a new/full e-cylinder psi read 2000. After 15 minutes on flow rate of 15 liter per minutes (l/m) the reservoir bag became flat. The regulator now read empty. Patient ventilated by bag and placed on wall o2; no harm to patient.